Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer alleged acquiring congestive heart failure from using the device. There was no indication of medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The customer alleged acquiring congestive heart failure from using the device. There was no indication of medical intervention. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information received and box h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of congestive heart failure and believes it is from the device. The manufacturer was made aware of this complaint through a representative of the customer. There was no medical intervention required by the patient. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Product investigation laboratory initiated therapy with the device and verified airflow, using a known good pil supplied ac power cord. Product investigation laboratory used a known good 12mm tube for testing. Product investigation laboratory verified that the heater plate intermittently became warm. Product investigation laboratory attached a pil supplied known good battery pack and verified airflow. And that the device operates with a battery pack. Product investigation laboratory observed that the tank ID switch was not always being pushed in enough to close the switch but even with product investigation laboratory pushing in the switch further and it closing, the issue of the heater plate still existed. Tank ID switch was determined to be defective. Product investigation laboratory put the device into fixed mode and still verified that the heater plate was not always heating up. Product investigation laboratory replaced humidifier with a known good humidifier and verified that the known good humidifier provided constant heat as expected on the heater plate. Air outlet port had dust-like contamination on it, along with tiny fibers/hairs. Air inlet area of the blower box and the enclosure had significant dust-like contamination. Air filter was visually free pf contamination, indicating that it was most likely new. Dust-like contamination in the bottom of the closure and slight is on the top of the blower motor. Product investigation laboratory used a fitt( foam integrity test tool) to probe the sound abatement foam, that was reachable and was not able to confirm the presence of degraded sound abatement foam. In box g: - device avail. For eval and date received by mfg. Has been updated. In box h: device eval by mfg, problem code grid, evaluation method code grid, evaluation results code grid, component code grid and conclusion code grid has been updated.